Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) verified the malfunction. The se disconnected and reconnected the gui to bd cable and the unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator had a loss of bd communication. The ventilator was not in use on a patient at the time the malfunction occurred.